Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. The reported ipg and csl were received at cvrx for analysis. Visual inspection of the ipg showed no damage. Functional testing of the ipg showed the ipg was functioning as expected with no malfunctions noted. The csl was returned cut into three sections. There was significant biological growth on the csl. Due to the condition of the returned csl, no functional testing was able to be performed. At the conclusion of device analysis, the cause of the reported event was unable to be determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID #: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. On 3(B)(6) -2024, the patient saw their healthcare professional. A staph infection at both the chest and neck incisions was diagnosed, they were prescribed oral antibiotics, and an explant was tentatively planned for the following week. However, on (B)(6) 2024, the infection began oozing, and the patient was sent to the emergency room. The patient was hospitalized and received intravenous (IV) antibiotics. The ipg and csl were explanted on (B)(6) 2024 without complication. The patient was discharged on (B)(6) 2024 and was doing well.